Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found in specification in relation to the customer reported under infusing which was not reproduced. The reported condition was not verified. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was under infusing during therapy of insulin (dose, programmed amount and delivery rate unknown) in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.